Event description:
This complaint is now reportable based on the analysis completed on 7/26/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x32 mm taxus express2 drug eluting stent would not cross the lesion. The 100% stenosed lesion being treated was located in the tortuous distal right coronary artery (rca). The lesion was then dilated with a non-boston scientific balloon and another attempt to place the taxus stent was made. When the physician tried 'out the air' and inflate under negative pressure, blood backflowed into the device. The stent was removed and the procedure was completed with another taxus stent. No patient complications were reported. Pt status reported as "good". However, the returned product confirmed a tear in the balloon.

Manufacturer narrative:
The root cause of the balloon tear can be attributed to anatomical complications. Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received in good condition with no damage observed. Blood was observed in the inflation lumen and the balloon had not been subjected to any positive pressure. Visual and microscopic examination of the exposed sections of the balloon material revealed a longitudinal tear in the balloon wall located 4.4 centimeters proximally from the distal tip 1 millimeter long distally. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.